Manufacturer narrative:
If implanted, give date: 2009. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent thrombosis and death occurred. In 2009, a taxus liberte paclitaxel-eluting coronary stent system was implanted in a coronary artery. The patient was re-admitted to the hospital due to diabetic ketoacidosis. It was then found out that the previously implanted taxus stent had clotted off. Subsequently, the patient died.